Manufacturer narrative:
A partial connector portion of lead was returned in one piece measuring 7.0 cm from the connector pin. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Event description:
New information received notes part of the lead was received for analysis.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that two years following implant, noise was observed several times on the lead. The entire lead could not be retrieved during a lead revision procedure so the connector portion was capped 25 nov 2019. An attempt to implant a new lead was made but aborted due to severe stenosis. The physician decided not to replace the lead as the patient had his own intrinsic pacing and pacing support was performed by the left ventricular lead. The physician suspected a subclavian crush or leak inside the pocket due to the patient's frequent use of the left arm as the patient's right side was paralyzed. There were no patient consequences.